Manufacturer narrative:
Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip completely broken off and test reservoir will not lock/click in place, missing reservoir tube o-ring and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged and the o-ring was missing. Blood glucose level at the time of the incident was 187 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.